Event description:
Info rec'd indicates when testing the bed ground reading, the reading would be intolerance and then sporadically go outside of the normal range.

Manufacturer narrative:
The technician isolated the issue to a loose ground pin on the power cord plug. He replaced the power cord plug to repair the bed.